Event description:
This case was reported by a consumer and described the occurrence of stroke in a (B)(6) male pt who received super poligrip original denture adhesive cream (B)(4) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced stroke, numbness in finger, left-sided weakness, arm weakness, leg weakness, walking difficulty, poor balance, high blood pressure, high triglycerides, arm tingling and device misuse by using more than the recommended amount of super poligrip. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).